Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. A globus field service engineer visited the customer location and was able to confirm the reported issue in this complaint. The fse replaced the computer. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Checked the system after replacing the fuses and found that the power is back on the system with power and battery led indicator on the control panel. System's fans were also running but there was no display on the monitor. Led on the monitor is red. I.e. No video signals from computer. 2. Connected an external hdmi cable from pc to monitor directly but still no video signal on monitor. 3. Connected external monitor on the pc directly and no display on the external monitor too. 4. Checked the voltage on pc power supply and it was 54 volt dc. 5. Pc fan was also running. 6. It has been observed that the pc is not booting up so there is no display on the monitor. Kindly suggest further.